Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead did not have any impedance measurements or any other normal electrical values. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.